Event description:
Ethicon ets flex 45 stapler misfired during laparoscopic appendectomy. Stapler was around appendix and when stapling it appeared to jam halfway through load and staples came out in chunks.